Event description:
It was reported the system responded with solid tones during activation, the handpiece was replaced which solved the problem and the case was still in progress at the time of the call. The rep determined the accoustic mount was loose.